Manufacturer narrative:
Info has been forwarded to the mfg facility. Results of investigation pending. A f/u medwatch report will be filed.

Event description:
On april 3 during a total knee surgery, the or placed a jp round drain 15fr, lot# 1070366. On april 7, the or removed the drain but the tubing was found broken. Part of the tubing was left inside the wound. The or did an urgent surgery to extract the broken part from the pt. It was reported that the drain tubing was not anchored by suture.